Event description:
The core impaction drill was sent for service and it overheated during performance testing. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion within the internal components of the device was identified as the probable cause of the device overheating.